Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Final r&d investigation revealed no device malfunction. The issue can be determined to graphical display error caused by environmental noise.

Event description:
Reportedly, a patient had a lead replacement due to rv oversensing on (B)(6) 2023. On the next day, noise on the atrial and ventricular channel was observed during on the egm of the sensing test without repercussion in markers (a and v). Past 3th day, that "noise" disappeared. As reported on (B)(6) 2023 the observed artefacts might be related to the used programming head cpr4. When using a cpr3 head no artefacts were observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis sent on (B)(6) 2023: reviewing the real-time data from sensing test on (B)(6) 2023 (I guess this was the day after re-intervention) confirmed the observed behavior. Artefacts were visible on the egm but not detected by device: some artefacts are also present during pacing threshold tests: based on available data the origin of these artefacts cannot be determined. One possibility could be a lead connection issue. Was the atrial lead also disconnected during the re-intervention? To verify this, some provocation maneuvers should be performed: moving the device and arm during sensing test. If no artefacts can be reproduced this hypothesis can most likely be excluded. Since the artefacts are not detected by the device and as you said disappeared a few days later, it can also hypothesized that there were some interferences during the interrogation that created the artefacts on the egm but didn¿t impact the device itself. Was the patient monitored by external surface ECG during the tests? Was the later interrogation done in another room as before? Recommendations: additional interrogation before discharge: o perform excessive provocation maneuvers o exclude all potential external sources of interference. If no new artefacts appear, the patient can be sent home o short-term follow-up should be scheduled to re-assess the behavior. If again artefacts appear a re-intervention to check the lead/device connection should be considered o pull test to confirm proper fixation of the lead inside the header o blood inside the header?

Event description:
Reportedly, a patient had a lead replacement due to rv oversensing on (B)(6) 2023. On the next day, noise on the atrial and ventricular channel was observed during on the egmof the sensing test without repercussion in markers (a and v). Past 3rd day, that "noise" disappeared.